Event description:
During a bwi-sponsored clinical study, a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and weeks later, on (B)(6) 2025, the patient passed away. They passed away at home. No medical records were available. The cause of death is unknown. No autopsy was done. It was determined that the patient's outcome was not related to the study device.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-jun-2026, the product investigation was completed as the complaint device was not returned.device investigation details:an analysis of the product could not be performed since a physical sample was not received for evaluation.a manufacturing record evaluation was performed for the finished device number lot 31530697l and internal actions related to the complaint were found during the review.as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.manufacturer's reference number: (B)(4).